Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The product was received unopened in its original packaging. The green push button was disengaged from the device inside the packaging. The condition of the device precludes functional testing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed damage to the device was associated to the operator performing an improper weld during assembly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the green tip of the stylet was broken off inside the unopened packaging. There was no patient involved.